Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display did not returned after insulin pump restart. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. Device failed to vibrate when it was supposed to during the self test. After further review of the device¿s interior, there is corrosion inside the battery compartment as well as on some components on the power board underneath the battery compartment where the vibrator is located.